Manufacturer narrative:
Submit date: 12/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with an enteral feeding pump. The customer reported that the unit experienced errors in delivery rates and volumes.

Manufacturer narrative:
Submit date: 03/07/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of the unit experiencing errors in delivery rates and volumes. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.